Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed, but the exact cause of the damage was unknown. One photograph was provided for investigation. The image showed the distal end of the accucath guidewire. Dislocations were observed in the adjoining loops of the wire. The loops were not concentric. No portion of the wire appeared to be missing; however, the exact condition of the wire was difficult to distinguish from the photo. This type of damage can occur during insertion, but the exact mechanism of damage could not be determined. It was reported that wire was advanced, followed by an attempt to advance the catheter, which indicates that complications were encountered during use. The IFU indicates that the guidewire should not be forced during insertion. A lot history review (lhr) of reay1217 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported the rn attempted to place the accucath device in the patient. It was stated that rn advanced the wire and then began advancing the catheter when it would not advance completely. The catheter and wire were removed and the wire was double curled. 09/07/2017-sample evaluation found damaged guidewire.